Event description:
It was reported to boston scientific corporation that an obtryx was implanted into the patient on (B)(6) 2009. An advantage fit was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; pelvic pain; pain inter; aggrav incont; damage; psych; oth pain: inability to walk more than a few steps or bend over . Surgical interventions: on (B)(6) 2009 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: have to have an abdominal cather inserted as I had urinary retention and infection after tape was inserted and could not urinate. On (B)(6) 2009 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: removal of implant for severe erosion which nearly cut my urethra in half . Could not remove all . On (B)(6) 2011 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: doctor advised another implant as the last implant caused a lot worse incontinence and over active bladder which I did not have before the first implant. Said it would cure everything . On an unspecified date the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: cystoscopy as had pain and unable to urinate .dr found erosion and stones attached to the fibres of the implant .he removed the stones but had to deter me to another specialist for the removal of the mesh as it was too complicated for him. On (B)(6) 2019 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: cystocopy to see scope of damage as mesh implant had eroded into the vaginal wall. On (B)(6) 2019 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: removal of mesh as it had eroded into the vaginal wall . On (B)(6) 1921 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: removal of mesh fibres as unable to hardly walk or urinate as mesh had eroded and caused stones again. Nonsurgical treatments: on (B)(6) 2009 the patient commenced pain medication: panadol /codeine for the treatment of: alleviate pain associated with mesh . Treatment duration: off and on over the years . The patient was treated with incontinence medication: vesicare for the treatment of: stop spasms from mesh tape . Treatment duration: off and on . On (B)(6) 2010 the patient commenced injections (not associated with surgical treatment): bulkamid injections for the treatment of: stop the worsening incontinence after surgery . Treatment duration: one day . The patient was treated with incontinence medication: mirabegron for the treatment of: incontinence . Treatment duration: so far 4 months . On (B)(6) 2010 the patient commenced injections (not associated with surgical treatment): bulkamid injections under general for the treatment of: stop in continence after it got worse after implants . Treatment duration: day surgery. On (B)(6) 2010 the patient commenced injections (not associated with surgical treatment): bulkamid under general for the treatment of: stop worsening symptoms after implants . Treatment duration: day.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.